Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h965440430 in order to determine the last three lots shipped to the reporting customer in the six months prior to the procedure data. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) june 2015 complaint report was reviewed for the xcela plus port product family and the failure mode "port malfunction - removed. No adverse trend was indicated. The used port was returned with the catheter tubing and collar attached. No visual defects were noted on any of the components. During the disinfection process, the port assembly was flushed by using a non-coring needle and a syringe. The sample was patent, and flushed with no difficulty. The infusion and aspiration pressures were tested and found to meet specification. The catheter dimensions (ID and od) were measured and also met specification. The end user's reported complaint description of "pop sound was heard and after that the port did not work," could not be confirmed, as the returned sample was evaluated and found to be visually and functionally (i.e., met specification) acceptable. Manufacturing process controls for this device include 100 percent valve testing for both aspiration and infusion pressure prior to being assembled into the ports, as well as air testing on the competed port assemblies. Additionally each lot of port catheters undergoes dimensional inspections, static burst testing, and tensile testing. (B)(4).

Manufacturer narrative:
The used device has been returned to navilyst medical, however the investigation into the event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported regarding a patient who had an implanted vaxcel port for approximately one year: during infusion a "pop" sound was heard. After that the port "did not work well." A dye test was performed and the port was scheduled to be removed/replaced on (B)(6). The used port has been returned to navilyst medical.